Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had prime anomaly. The customer reported that the insulin pump was taking long time to prime the tubing. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised to hold the act button. The customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The pump was received with minor scratches on the display window and cracked battery tube threads.